Manufacturer narrative:
Device evaluation: product testing could not be performed since the product was not returned for evaluation. Therefore, the reported issue could not be verified, and product quality deficiency could not be determined. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specification. A search revealed that no additional complaint was received from this production order. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Additional information: section a2: date of birth: (B)(6) 1949. Section a3: gender: male. Section a5: ethnicity: hispanic. Section b5: additional information revealed that the original lens was changed to a 3 piece lens as it dislocated through a peripheral tear during viscoat removal from the patient's right eye. The incision was enlarged and an anterior vitrectomy was performed. The suture was placed secondary to need for corneal wound expansion for sulcus iol placement. Section h6: health effect - impact code: 4625- additional surgery (anterior vitrectomy). Section h6: health effect - impact code: 4625- additional surgery (incision enlargement). Section h6: health effect - clinical code: 2639- capsular bag tear. Section h6: health effect - clinical code: 4581- device dislocated. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
If implanted, give date: not applicable, as lens was removed/replaced in the initial surgery. If explanted, give date: not applicable, as lens was removed/replaced in the initial surgery. Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the surgeon decided a 3 piece lens and hence, the intraocular lens was removed from patient's eye and replaced with another lens of different model during the same procedure. No issue was reported against the lens. However, a 10-0 nylon suture was used. No further information was available.